Manufacturer narrative:
Event date: exact date unknown, event occurred a month from the date the manufacturer became aware of the event.

Event description:
It was reported that following a computed tomography (CT) scan, the patient was experiencing shocking and burning sensation at the ipg site even if stimulation was turned on or off. It was noted that the patient had lost significant weight and the ipg had migrated. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was not returned as it was kept by the medical facility.